Event description:
It was reported that coronary artery bypass of the saphenous vein was performed approximately 3 months prior. On (B)(6) 2011, angiogram revealed new stenosis within the graft. During the procedure for treatment of the stenosis, an unspecified xience stent was deployed. Post stent deployment a large perforation was noted. Due to the length of the perforation, two graftmaster stents (3.0x16, 3.0x19) were successfully deployed. The perforation was noted to be sealed; however, approximately 10 minutes post procedure, the patient arrested. Resuscitation was initiated and the patient was intubated. Angiogram revealed that the perforation was not completely sealed and cardiac tamponade was diagnosed. Intervention was performed to surgically treat the perforation successfully. Patient condition is reported to be good and the patient was discharged (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy. The 3.0 x 16 graftmaster and the 3.0 x 19 graftmaster are being filed under separate medwatch MFR numbers. There was no reported product deficiency. Perforation and cardiac tamponade are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects.